Event description:
It was reported that the catheter was used off-label and the patient experienced hemolysis. The patient died. The day after a pulse field ablation (pfa) procedure to treat ventricular tachycardia (vt) using a farapoint catheter the patient experienced hemolysis. Use of the farapoint catheter to treat vt constituted off-label use of the device. The farapoint catheter was used to perform 209 ablation applications, and the farawave catheter was used to perform 52 ablation applications, for a total of 261 ablations during the procedure. It is unknown if the patient was hospitalized or if any medical intervention was performed to treat the patient. The patient died twelve days after the procedure, though the official cause of death is currently unknown.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.